Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The board connections in the image process controller were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not complete boot up. No patient injury was reported.